Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified that the device was returned disassembled. The needle was bent/kinked/damaged in the proximal end. Also, it was identified that the shaft was detached from the handle. It is likely that the adhesive bond used to accommodate the large shaft hypo tube failed, leading to the shaft detachment. Therefore, the reported event was confirmed.

Event description:
It was reported that during preparation for procedure the shaft got detached when inserting the scope. The procedure was completed using a different device. There were no patient complications reported.

Event description:
It was reported that during preparation for procedure the shaft got detached when inserting the scope. The procedure was completed using a different device. There were no patient complications reported.